Event description:
The dealer reported the chair tipper over during use. The end use sustained multiple injuries.

Manufacturer narrative:
Sunrise spoke with the end user. She broke both feet and both ankles, and still has multiple bruises from the healing process. She was driving along the side walk near a school. The school had just been dismissed, and she was trying to be careful to not hit or run over a child's foot. She was preoccupied with the situation around her, and accidently ran off the side of the walkway she was on. The chair tipped over, and she fell out, and the chair landed on her legs. She indicated nothing was wrong with the chair at the time of the incident.